Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented a low battery alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a service technician as a part of preventative maintenance. Visual inspection, functional testing and battery testing were performed. The device presented the low battery alarm during battery testing. The cause of the alarm was determined to be the battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.